Event description:
The following report was received from the affiliate: during a coronary intervention, the balloon ruptured prior to deployment of a 3.5x18mm cypher des causing a dissection in the rca from the proximal end of the stent to rca1 and from the distal edge of the stent to the proximal portion of the bifurcated section of rca4. Therefore, the physician decided to implant two bare metal stents overlapping the cypher des. A 4.0x30mm driver bms was deployed at the proximal end of the cypher des and a 4.0x28mm vision bms was deployed at the distal end of the cypher des. At the same time, post-dilation with the balloon was conducted on the cypher stent and post-ivus was conducted and the cypher and the other stents were confirmed to be fully dilated. The procedure was finished successfully. Physician's comment: post-ivus confirmed full dilation of the stents including cypher, but timi flow was only 1 after the procedure. There was hematoma observed around the cypher implanted. The patient is on iabp and is currently in the ICU. The physician would like us to investigate the cause of the issue.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.